Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the trip wire was not properly attached to the ligator head which cause the bands not to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the trip wire was not properly attached to the ligator head which cause the bands not to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results received one speedband superview super 7 with the ligator head for analysis. Visual examination of the ligator head found no bands present, indicating the seven bands were deployed. The ligator head teeth were not bent nor kinked. The suture was not damaged and was attached to the ligator head; however, the handle bracket was damaged and the tripwire was stuck through it. Additionally, the shank welded was broken and noted to have torn marks. Functional evaluation could not be performed due to the returned condition of device. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label that trip wire was not properly secured in the handle slot indicated in the step 8 and step 9. It is possible that the fact the handle bracket damaged, the tripwire was attached through it and the shank welded was broken could have affected its performance and its intended purpose, leading to the observed failure and the reported adverse event. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.